Manufacturer narrative:
Calibration and qc data, sample preanalytics, and instrument details were requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned a low elecsys anti-tshr immunoassay result on a cobas 8000 e 801 module. The customer provided test results for one patient. The repeat results were reported outside the laboratory. In 2017, the patient¿s initial anti-tshr result on another analyzer was approximately 3 iu/l. This result was reported outside the laboratory. The patient¿s sample was stored in a -35 degrees celsius freezer. On (B)(6) 2020, the physician requested repeat testing on the same sample and the anti-tshr result with reagent lot 408206 was 1.94 iu/l. On (B)(6) 2020, the customer performed testing on the patient¿s sample with anti-tshr reagent lot 419512 and recovered an approximate result of 3 iu/l. The physician questioned the discrepancy in results from (B)(6) 2020 to (B)(6) 2020. On (B)(6) 2020, the customer performed repeat testing with anti-tshr reagent lot 408206 and recovered an approximate result of 3 iu/l. The anti-tshr reagent lot expiration dates were requested but not provided.